Event description:
It was reported that capture management did not run and information is not present on the remote monitor transmission report. However, per the clinic it appears as if capture manage has run based on the information provided in the report. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the device appeared to be functioning normally however dual electrograms were present.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4965, implantable pacing lead, implanted (B)(6) 2009; 4968, implantable pacing lead, implanted (B)(6) 2009. (B)(4).